Manufacturer narrative:
The customer reported an unknown number of suspected false (incorrect) positive results from a rapid result covid test system on individual asymptomatic patients. Due diligence is in progress to determine the total number of patients involved, as well as the results of any confirmatory testing. Should additional information be obtained, a supplemental report will be filed. A product recall to remove this lot from service was conducted due to observations of a higher potential for false positive results. A root cause analysis and corrective/preventive action plan summary was performed and implemented under document number (B)(4) and was submitted to support the recall notification. Use of these test strips within this lot may result in false positive patient test results and potential exposure to unnecessary treatment or quarantine.

Event description:
The customer reported an unknown number of suspected false (incorrect) positive results from a rapid result covid test system on individual patients.